Event description:
Event described as: the distributor received a call from a veterinarian stating the product was in use when it was noticed smoke was coming from the compressor. No information was given on species of animal or its condition. No injury reported. Attempts to get more information was unsuccessful. Distributor refused to give the veterinarian's contact info.

Manufacturer narrative:
Sample has been requested but has not been received at time of this report. If sample and lot number are received, a follow-up report will be sent.